Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and/or manufacturer¿s representative. An appointment (pre-op) of (B)(6) 2014 was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that for the patient's first device implanted in 2005, it lasted 6 years before it was replaced. It was replaced around (B)(6) 2011. The patient was now being told her 2nd stimulator is having to be replaced at around 2.5-3 years. The patient was not happy with the longevity of 2nd implant. The patient was expecting 6 to 10 years. The patient was not happy she will have to have surgery or be "cut" for replacement surgery. The patient didn't know parameters and settings. The rate was about the same. For replacement in 2011, they replaced the whole system. The patient said they replaced everything, leads included because it was in for 6 years. If additional information is received, a follow up report will be sent.